Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead showed signs of micro dislodgement with undersensing and lowered r waves and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.